Event description:
It was reported that at least one bd bbl¿ macconkey ii agar experienced biological contamination. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer is reporting contamination. They state they are throwing away about 3-4 plates per sleeve because their was visible contamination. So about 30-40% of plates have been affected. When was the contamination observed? Before specimens were set up. Before or after inoculation/incubation? Before or after opening sleeves? Before and after opening sleeves but before use. Upon visual inspection of the contaminated media was the contamination bacteria or fungi? -bacterial. On the surface or sub-surface? Surface of media. Was the organism stained or identified? No. Were any patient results affected due to the contamination? No.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd bbl¿ macconkey ii agar experienced biological contamination. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer is reporting contamination. They state they are throwing away about 3-4 plates per sleeve because their was visible contamination. So about 30-40% of plates have been affected. When was the contamination observed?: before specimens were set up. Before or after inoculation/incubation? Before or after opening sleeves?: before and after opening sleeves but before use. Upon visual inspection of the contaminated media was the contamination bacteria or fungi?: bacterial. On the surface or sub-surface?: surface of media .-was the organism stained or identified?: no. Were any patient results affected due to the contamination?: no.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1305274 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and four other complaints have been taken on this batch for contamination. Retention samples from batch 1305274 were not available for inspection. Twenty plates from batch 1305274 were returned as two unopened sleeves in a 20pack carton. Plates were inspected, and 12/20 returned plates had surface bacterial growth (time stamp 0812). One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. No photos were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 1 per baltrmppmselectiveaph, rev 02, ID 6.13.